Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer removed the battery and inserted a new battery. Customer stated that they could not clear the alarm. Customer was advised to remove the battery to prevent it from alarming. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at the display window corners, reservoir tube lip and with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.